Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via email that an abs-10012 acp kit had to be discarded because during the spin, the syringes were not fully connected and the patients blood started to sill out of the large string into the centrifuge chamber. The staff did not feel comfortable with using the blood as it had become contaminated, therefore, procedure was aborted. After receiving additional information on 12/21/2021, sales representative cannot confirm if procedure was reschedule.